Event description:
It was reported a patient in (B)(4) study underwent right total shoulder arthroplasty on (B)(6) 2010. Subsequently, patient fell causing anterior subluxation. No revision is planned due to patient's age.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00125 / 00127).